Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On approximately (B)(6) 2025, the patient was on a flight and did not receive an alert on the mobile app for her rapidly dropping blood sugar until moments before she passed out in the airplane. The patient was unable to confirm the cgm readings prior to passing out or any symptoms prior to passing out. No other event information was provided about treatment as the patient could not remember anything from the event. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data investigation could not confirm the allegation. App data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.